Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the surgery, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. No attachment defects were observed. The hole of the needle was examined for suture remnant and the remnant was found into the hole. No over-swaging was observed on the needle. Additionally, there are marks on the edge of the needle by use of the needle holder. The suture was not returned for evaluation. Complaints cannot be confirmed; because, the sample condition suggests an improper handling of the needle/suture.